Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and increased ion cobalt and chromium levels.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The customer reports the patient was revised to address pain and increased ion cobalt and chromium levels. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. B. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear/metallosis, and elevated metal ions. The stem was added to impacted product due to elevated metal ions and the patient code was updated. Patient underwent bilateral total hip arthroplasty. Doi: (B)(6) 2009; dor: (B)(6) 2012; (right hip).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryno device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address pain and increased ion cobalt and chromium levels. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip). Update: 1/31/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Complainant update ad 20 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant note. Ppf alleges pseudotumor, metal wear/metallosis, and elevated metal ions. The stem was added to impacted product due to elevated metal ions and the patient code was updated. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip).